Manufacturer narrative:
(B)(4). Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. There can also be several root causes of leaflet immobility or leaflet restriction. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that ten (10) years, six (6) months post-implantation of this 31mm bioprosthetic mitral heart valve, a transcatheter valve was implanted (valve-in-valve) due to severe stenosis. As reported, pre-operative tee images revealed impairment of leaflet motion, although leaflet orifice during diastole appeared not to be diminished. After further investigation, the mitral valve gradient was 10-16.4 mmhg and, given the patient's symptoms, it was felt valve replacement was appropriate. A 29mm transcatheter valve was implanted with excellent results. There was no paravalvular leak and normal valve function, post-deployment. The patient tolerated the procedure well and was transferred to the recovery room in satisfactory condition.

Manufacturer narrative:
The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.